Event description:
While attempting to grasp gall bladder with a prestige laparoscopic instrument, the instrument broke and surgeon unable to approximate the instrument tips together to extract from the port. Used another instrument to close the prestige tip and remove it from the port. Attempted to use another prestige grasper to hold the gall bladder and this one broke and the one side of the grapser tip fell off of the instrument. All pieces of the prestige grasper removed from inside the abdomen.